Event description:
The customer states, that imprecision is being seen with the imx tacrolimus ii assay. Patient #3 generated results of 22.2, 7.1, and 19.2 ng/ml. Controls have been within specification. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.